Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection. Wound deshiscence was also reported with purulent drainage. The patient was treated with IV antibiotics and the device was explanted. The patient has since recovered without sequelae and the nevro system has been reimplanted.